Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05187. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The endoscopic images appear by replacing the third party product with a monitor. Therefore, the event was considered ascribable to the third party product, and the subject device was determined to operate normally. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During troubleshooting, tac was informed the user facility that the scope images appeared and were fine on the monitor. They were using sdi (serial digital interface) out 1 & 2 for these signals. The cables from 1 to 2 were swapped and the image was still good on the monitor; indicating that the cv ¿ 190 sdi outputs were working properly. Tac recommended to swap the sdi cable coming from the processor to the computer as if the cable is swapped the cable and there is still no image then the customer must call provation for further assistance. The customer further reported that the issue was resolved as the problem was with the computer; when they rebooted the provation computer it worked fine. The investigation is ongoing, if further information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed that when using the evis exera iii video system center unit there was no image for the third party system, provation. There was no patient involvement reported.